Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. External and internal visual inspections of unit revealed exposed wires on the power supply. There were no damages found to the right-angle extension cable or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The cause of the problem the pes will not hold power. - confirmed.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply.